Event description:
It was reported the lead impedance measurement was low on the right ventricular lead. The lead polarity had switched to unipolar. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: adsr01 implantable pulse generator (ipg) (B)(6) 2012. (B)(4).